Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased and the primary cause of death was listed as septic shock. The secondary cause was listed as bacteremia. A request for additional information was made, but is not known.